Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device would not fire. Opened new one to complete the procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. While no conclusion could be reached as to how this misalignment had occurred.